Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy and removal of ovarian cysts, while the device was being used for the second step with the ovarian cysts, gas loss occurred. Then surgeons recognized that the device had lost some parts of plastic and a screw, which was fixed on it. The screw and plastic particle fell into the cavity of the patient. The surgeons enlarged the incision, not more than 1 inch, and removed the small pieces. The procedure was extended for about 20 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three photos of a device. The first photograph depicts two green circles around the lock collar pin. The second photograph depicts two disengaged pieces of the lock collar. The third photograph depicts a green circle around the lock collar pin and lever. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the broken lock collar may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy and removal of ovarian cysts, while the device was being used for the second step with the ovarian cysts, gas loss occurred. Then surgeons recognized that the device had lost some parts of plastic and a screw, which was fixed on it. The screw and plastic particle fell into the cavity of the patient. The surgeons enlarged the incision, not more than 1 inch, and removed the small pieces. The procedure was extended for about 20 minutes. A second trocar was needed to complete the case. There was no patient injury.